Event description:
Same case as MFR report #: 2134265-2012-02918,. It was reported that during a stenting treatment procedure, stent deformation occurred. The procedure treated the 70% stenosed target lesion located in the moderately calcified proximal left circumflex (lcx) artery. Pre-dilation was performed with a 3.0x10mm unspecified cutting balloon inflated to 10 atms. A 3.0x12mm promus element plus (pep) stent was advanced and deployed in the target lesion at 16 atms. Intravascular ultrasound (ivus) was then performed and the physician found that he needed to post dilate. The bifurcation of the left anterior descending (lad) artery was then wired and a 3.0x12mm quantum balloon was advanced and inflated to 20 atms. The physician went to post ivus, but during the pull back had trouble going through the implanted stent. The physician now thinks that about 2.0mm of the 3.0x12mm pep stent placed in the lcx artery must have extended inadvertently into the (lad) bifurcation, and when the lad was wired he thinks the wire must have went through the proximal end of the 3.0x12mm pep stent. The physician believes the lad and lcx wires got twisted and caused the pull back of the ivus catheter to be difficult. When the physician pulled harder on the ivus catheter, it caused the 3.0x12mm pep stent to accordion down from an estimated 12mm to 3mm long. Next the physician put a 3.0x12mm nc quantum apex balloon into the stent and post dilated to 16 atms while pushing the balloon towards the circumflex artery actually stretching the stent back to normal length. Then another 3.0x12mm promus element stent was placed inside the 3.0x12mm pep stent to make sure it was completely apposed. The physician then put a 2.25x24mm stent into the obtuse marginal (om) side branch and finished the case with an ivus of both the om and lcx arteries with perfect results. No further patient complications occurred and the patient status is fine.

Manufacturer narrative:
Age at time of event: (B)(6). (B)(4). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).